Event description:
It was reported that during an open colon procedure, the device locked out halfway down the firing sequence on the second firing with a blue reload. The device was opened and it was noted that the device cut and stapled to the point of lockout. There were also some unformed staples noted. They went to reload device for third firing and upon removal of staple retaining cap, the staples fell out of the cartridge. The case was completed a new gun and new reloads from new box. There were no patient consequences reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: swing tab in locked position. The analysis results found that the tlc75 instrument was received in good visual condition and with three cartridges present. The cartridges reloads (b & d) have the swing tab in the locked position, and the proximal drivers up without staples; the remaining drivers were down with staples present. It could not be determined if the reported incident was the result of a premature lockout, or the result of an interrupted firing stroke. Reload (c) was received fully loaded. The instrument was tested for functionality with the returned cartridges reloads and it performed as intended. While no conclusion could be reached as to what may have caused the reported incident, it should be noted that 100% inspection is performed by means of automated vision system to insure the swing tab is present and unlocked. The batch record was reviewed and no anomalies were noted during the manufacturing process.